Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user did not tighten the luer lock connection and the connection became disconnected. There was no impact to the user's blood glucose level. Troubleshooting with tandem's technical support was not performed as the issue occurred in the past.